Manufacturer narrative:
Inspected one opened and used sensor. Performed visual inspection and found cannula bent inside sensor base. Unable to confirm customer complaint due to customer returned sensor opened and used. No broken or missing parts were observed during analysis.

Event description:
The patient called to report getting multiple lost sensor alarms. The patient stated that the sensor appeared to be flat against the skin. Had the patient remove the sensor, and the cannula was not on the sensor. The patient did not know if it stayed underneath her skin, but stated that she could not feel anything there. Advised the patient to seek medical assistance if she feels that the cannula may have broken off in her skin. Advised that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.